Event description:
It was reported that the non pacer dependent patient presented in clinic for follow up. The right ventricular lead exhibited atrial fibrillation sensed events, no capture and was dislodged. The lead was repositioned successfully on (B)(6) 2017. The patient was discharged post procedure.